Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b5; d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: noncemented right total hip arthroplasty with displaced periprosthetic proximal femoral metadiaphysis fracture. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following an arthroplasty, the patient sustained a femoral bone fracture and was being considered for revision. Attempts have been made and no further information has been provided.

Event description:
It was reported by 411 that a patient underwent a left/right segment arthroplasty. The patient is now being considered for a revision procedure at an unknown date for an unspecified reason.

Manufacturer narrative:
(B)(4). Suggested component code- mechanical (g04): stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.